Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during a system extraction procedure. The lead was functioning normally and had no issues. The patient was stable post procedure.